Manufacturer narrative:
(B)(6) 2017 additional suspect medical device components involved in the event: model #: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm.

Event description:
A report was received that the patient was experiencing allergic reactions to nickel which is present in the internal components of the implantable. It was noted that the patient broke out into hives. The physician believed that the allergy was device related. The patient was treated and prescribed allergy cream.

Event description:
A report was received that the patient was experiencing allergic reactions to nickel which is present in the internal components of the implantable. It was noted that the patient broke out into hives. The physician believed that the allergy was device related. The patient was treated and prescribed allergy cream.